Event description:
Information was received from a family member and a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. She was having a difficult time emptying her bladder and the change in therapy/symptoms occurred suddenly in (B)(6) 2016. She did not feel stimulation and therapy was on. Increasing the amplitude was reviewed with the patient and she did not feel stimulation in the correct bicycle seat area. The device had been on program 1 at 2.2 and any stronger was uncomfortable. Stimulation was changed to program 2 at 2.3, was in the correct location, and was comfortable. The patient had an appointment scheduled with her managing healthcare provider on (B)(6) 2016 for follow-up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.